Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check was performed; however, the blockage could not be identified. Customer's blood glucose was 291 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.